Event description:
Operative laparoscopy. "I was scrubbed in and heard "sizzling" then saw smoke coming from the trocar site. Upon removal of the scissor and trocar, we could see an obvious burn at the trocar site in the left upper quadrant." Intervention: silvodene cream was applied to burn. Patient status: stable.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.